Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported after intra-aortic balloon (iab) inserted on a patient, alarm ¿iab optical sensor failure¿ was generated and was unable to monitor blood pressure (bp). Attempted to monitor bp from another line to continue therapy. Iab was not replaced. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The optical fiber was found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported after intra-aortic balloon (iab) inserted on a patient, alarm ¿iab optical sensor failure¿ was generated and was unable to monitor blood pressure (bp). Attempted to monitor bp from another line to continue therapy. Iab was not replaced. No patient injury was reported.